Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm, failed battery test alarm and low battery alert due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Event description:
The customer reported via phone call that they received failed battery and low battery alarm. The customer blood glucose level was 180 mg/dl. The customer also report the external ram crc error and unexpected restart alarm and watchdog timeout alarm however they were able to clear the alarm and able to rewind the pump and self test was performed and passed. Customer declined troubleshooting for failed battery and low battery. The device will be return for analysis.